Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle is bending and breaking off with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported when she pushes needle into vial to draw her insulin, the needle will bend. When she attempts to straighten the needle, it breaks completely off or sometimes breaks in half. Stated there are times when she is able to draw medication from vial but needle comes out bent; she will use it if insulin is inside but she is not able to dispense all of her insulin because the needle is bent; she uses a second syringe to complete dosage. No injury to report. Stated she is concerned that needle will break off in her.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043906. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle is bending and breaking off with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. Consumer reported when she pushes needle into vial to draw her insulin, the needle will bend. When she attempts to straighten the needle, it breaks completely off or sometimes breaks in half. Stated there are times when she is able to draw medication from vial but needle comes out bent; she will use it if insulin is inside but she is not able to dispense all of her insulin because the needle is bent; she uses a second syringe to complete dosage. No injury to report. Stated she is concerned that needle will break off in her.